Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.